Manufacturer narrative:
The product analysis indicates a pre-repair temperature test could not be performed. The motor would not rotate. The handpiece was disassembled for further inspection. The motor was defective. The bearings and seals were worn and one spacer was missing. The motor/cable assembly, bearings, seals, and spacer were replaced. The handpiece was successfully tested to specifications.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that prior to use the handpiece did not work correctly. The handpiece did not turn as it should, was "bursting", and overheating. There was no patient involvement.

Manufacturer narrative:
The event occurred approximately three weeks prior to (B)(6) 2017 (date handpiece was returned to medtronic). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the customer indicates the handpiece would turn the attachment in slow motion or stop moving. The handpiece overheated in less than one minute and was exchanged for another handpiece to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.